Manufacturer narrative:
A ge representative evaluated the system, but no conclusion can be drawn as further repair info is no available.

Event description:
The customer reported that the system displayed locking fault error message. This was most likely an interlock failure error message. This error will likely prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.